Manufacturer narrative:
Review of the returned unit confirmed two small holes in the white inflation port. The root cause of the holes could not be determined. As no lot number was provided, a batch record review was conducted on five retained lots produced for the icc from across lots 15fm0001, 15fm0002, 16fm0002, and 16fm0003 from 2015 and 2016 which indicated no discrepancies. The appearance of the balloon, catheter body and valve function were found normal. The original equipment manufacturer (OEM) tested one retained unit from each of the five lots by injecting them with 45 ml of water and observing for 24 hours. No blockage, leakage, or breakage was noted on any of the retained samples. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Return product received. Customer returned one fecal management system device for evaluation. The balloon portion of the device had been removed prior to receipt. The sample had no lot number but, appears to be from our third party manufacturer. Product was forward to the manufacturer for evaluation. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse reporting an irrigation port issue with the device. Reporter stated "there was leakage from the inflation port." Reporter stated the device was not used and the unit was not available to be returned. Photographs were received depicting the reported complaint issue.